Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 7.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 7.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.